Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 420mg/dl. It was stated that the customer had symptoms of nausea and could not lower her glucose level. Troubleshooting was performed. The programming. Time, and date were correct. It was stated that leaks in the tubing were found. Ran a fixed prime test and the insulin did exit. Performed a high pressure test and passed. It was stated that the customer does not feel comfortable and requested a replacement of the insulin pump. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.